Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient underwent hernia repair surgery and was implanted with a bard/davol perfix plug to repair the defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of perfix plug and cholecystitis. Per operative notes, "the omentum coming out of trocar site was removed. Perfix plug was put into the abdomen, but it was too large, it was cut in half and placed into the defect and sutured." (B)(6) 2015 - patient was diagnosed with hernia recurrence, mesh migration and underwent repair with mesh removal. Per operative notes, "the mesh had migrated through the abdominal wall just underneath the external fascia. The small perfix plug was removed in 1 piece." Attorney alleges that the patient had infection, mesh migration through the abdominal wall requiring removal, pain and emotional injuries.

Manufacturer narrative:
The patient's attorney alleges that several months post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had mesh migration, hernia recurrence and underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Corrected field: d4 (expiry date, UDI no.).

Manufacturer narrative:
The patient's attorney alleges that several months post implant the patient was treated for a hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient underwent hernia repair surgery and was implanted with a bard/davol perfix plug to repair the defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.